Event description:
Initially the patient called baxter technical service stating he needs supplies because he is in the hospital. The technical service representative (tsr) asked why the patient is in the hospital and the patient stated because he has peritonitis. Additional information was received on follow up by baxter pharmacovigilance on (B)(6) 2011 from a healthcare professional (hcp) and by baxter product surveillance on (B)(6) 2011 from a peritoneal dialysis nurse (pdn). On (B)(6) 2001, the patient began treatment with dianeal 1.5% and 2.5% regular calcium pd 2 solutions (doses, frequencies, and lots not reported) for automated peritoneal dialysis (apd). The pdn reported that the patient presented to the (B)(6) clinic with a fever, was admitted to the hospital (dates not specified) and diagnosed with peritonitis in (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with unspecified antibiotics. The cause of the peritonitis was reported as unknown. Additionally, in the hcp's opinion, the cause of the peritonitis was not related to a baxter pd solution. Concomitant medications were not reported. On (B)(6) 2011 the pdn reported the patient had recovered from the peritonitis and is continuing with peritoneal dialysis therapy. The pdn reported no further clinical information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The complaint for peritonitis was found to have no device malfunction or use error identified. The problem cannot be confirmed. No assignable cause was determined. A review of all batch record documents was performed for the potentially associated lots with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.